Event description:
It was reported patient death occurred. On (b)(6)2026, a left atrial appendage closure (LAAC) procedure was performed and a 24mm WATCHMAN FLX Pro LAA Closure & Delivery System (WDS) was selected for use. The Closure Device was implanted successfully and the patient was discharged. On (b)(6)2026, the patient passed away at home. The official cause of death was not provided, but the physician did report the patient did have a history of anemia, atrial fibrillation and other comorbidities. There was no additional information provided.

Event description:
IT WAS REPORTED PATIENT DEATH OCCURRED. ON (B)(6) 2026, A LEFT ATRIAL APPENDAGE CLOSURE (LAAC) PROCEDURE WAS PERFORMED AND A 24MM WATCHMAN FLX PRO LAA CLOSURE & DELIVERY SYSTEM (WDS) WAS SELECTED FOR USE. THE CLOSURE DEVICE WAS IMPLANTED SUCCESSFULLY AND THE PATIENT WAS DISCHARGED. ON (B)(6) 2026, THE PATIENT PASSED AWAY AT HOME. THE OFFICIAL CAUSE OF DEATH WAS NOT PROVIDED, BUT THE PHYSICIAN DID REPORT THE PATIENT DID HAVE A HISTORY OF ANEMIA, ATRIAL FIBRILLATION AND OTHER COMORBIDITIES. THERE WAS NO ADDITIONAL INFORMATION PROVIDED.

Manufacturer narrative:
With all the available information, Boston Scientific (BSC) concludes:Device Technical AnalysisThe WATCHMAN FLX? Pro remains implanted; therefore, returned device analysis could not be completed.Device History Record ReviewA review was completed of the Device History Records (DHR) for the WATCHMAN FLX? Pro, Part # M635WU60240 Batch # 0038719790. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.Labeling ReviewThere was no evidence to suggest that the device was used in a manner inconsistent with the labeling. WATCHMAN FLX? Pro Instructions For Use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include Death.Risk ReviewA Risk Review was completed and confirmed that the event of Death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation ConclusionBased on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause not Established.